Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that foreign material was present on the rotawire. A 330cm rotawire was selected for use. During unpacking, it was noted that a rusty material was found on the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Updated brand name, manufacturer name, upn, device lot number, device expiration date, mfg site name, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has a couple of kinks, one approximately at 307cm from its proximal end and another one a its distal tip. After performing a revision on the full body of the device no evidences of a foreign matter was found. Dimensional inspection revealed that the overall length, outer diameter of distal tip, middle and proximal section of the device were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that foreign material was present on the rotawire. A 330cm rotawire was selected for use. During unpacking, it was noted that a rusty material was found on the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has a couple of kinks, one approximately at 307cm from its proximal end and another one a its distal tip. After performing a revision on the full body of the device no evidences of a foreign matter was found. Dimensional inspection revealed that the overall length, outer diameter of distal tip, middle and proximal section of the device were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that foreign material was present on the rotawire. A 330cm rotawire was selected for use. During unpacking, it was noted that a rusty material was found on the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.